Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported during an atrial fibrillation (afib) procedure, the lasso navigational variable eco catheter poles 9-12 had noisy signals. The cable was replaced and the issue did not resolve. The catheter was replaced and the issue resolved. The initial reported complaint itself was not indicative of a reportable event as the complaint issues were highly detectable without any patient consequence. Upon visual inspection of the returned complaint catheter on (B)(4) 2013, the bwi failure analysis lab noted that the distal side of the electrode ring #20 was damaged and had light blue foreign material underneath it. Additional clarification was requested on the returned catheter condition, but no additional information has been received. The returned catheter condition is indicative of a reportable event, thus marking (B)(4) 2013 as the awareness date for this report.